Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibited mild burnt on detritus; the glass cap exhibited moderate devitrification at the output window; the outer flow tubing exhibited moderate contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam was present at fiber output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber. Based on the product analysis results, the complaint of forward firing could not be confirmed.

Event description:
It was reported that during a prostate procedure, at 190,000 joules, the physician noted the fiber was "forward firing". The procedure was completed with turp. "No damages to the patient" reported.